Event description:
During a spinal fusion, the weld broke on the universal holder. No injury to patient. Surgery prolonged over 1 hour. Unable to locate replacement but able to complete surgery with another item. Contact not aware of date of surgery.